Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump suspended insulin deliveries with no alerts, alarms or customer input. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced.